Event description:
It was reported that the patients therapy had been off for an unknown period and after turning it back on, they experienced shock like sensations on the top of the thighs, fingertips, and other atypical areas.